Event description:
In (B)(6) 2011, the surgeon placed a surgimesh xb e-1522 intraperitoneally using an open approach to repair an incarcerated ventral hernia suturing the surgimesh to the rim of the defect. The patient experienced a recurrence and was re-operated on to repair the recurrence. The surgeon found a portion of the suture line disrupted and bridged the new defect with a new piece of mesh. The cause of the disruption could not be identified. The patient recovered uneventfully.